Event description:
Dealer is stating that the lift will go up but not come down, already replaced the hand set, tech advised to switch out the controller. The unit still has issues, replacing the actuator under warranty.